Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported during a medical procedure on (B)(6) 2025 the cord sparked in the operating room. Nobody was hurt and the patient was unharmed. I have information stating from the account. There must be a defect in the cord, plus a fluid environment blew out the cord. No negative impact in state of health reported.